Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed ventricular oversensing. Review of the performance data shows that since last session 44 days ago, there were 2230 ventricular short interval counts, resulting in an average of 55.8 counts/day.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that the right ventricular lead exhibited oversensing. The lead is still is use. No patient complications have been reported as a result of this event.